Manufacturer narrative:
Calibration was last performed on 07-nov-2022 and showed signals slightly lower than expected. Qc recovery was within range. The alarm trace did not contain a conspicuous event. The field service engineer found that the measuring cells were due for replacement and replaced them. An instrument check and blank cell calibration were performed successfully. The service maintenance actions performed by the fse resolved the issue. No further issues were reported after the service visit.

Manufacturer narrative:
The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys hcg v2 and v3 test system results from 1 patient on a cobas 6000 e 601 module. On (B)(6) 2022, the initial hcg v2 result was 1.0 miu/ml. The result was reported outside of the laboratory. The patient took a pregnancy test at home that was positive and was advised to have another sample collected. The new sample gave a result of over 800 miu/ml. On (B)(6) 2022, an aliquot of the original sample was repeated and the result was 79.25 miu/ml. The sample was repeated using a new hcg v3 reagent. The original tube was re-centrifuged and also repeated and the result was 71 miu/ml. The repeat result of 79.25 miu/ml was deemed correct. The hcg v2 reagent lot is 56666900 and the expiration date is 31-jan-2023. The hcg v3 reagent lot is 62829300 and the expiration date is 31-oct-2023.